Event description:
It was reported that a hole in balloon material was noted. The target lesion was located in the tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was selected for use in angioplasty. However, during preparation, a visage hole was noted in balloon material. The procedure was completed with a same size balloon. No patient complications were reported.